Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was over 500 mg/dl with high ketones. The customer administered a manual injection to address elevated blood glucose level. The customer reverted to an alternate method of insulin therapy.